Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what does ¿jaw was broken¿ mean? Did the active titanium blade break off the jaws? Did the device stop activating? Did the white tissue pad break off? If yes, for the white tissue pad breaking off, was the white tissue pad completely off the jaws of the device?

Event description:
It was reported that during an unknown procedure the jaw was broken. There were no patient consequences.